Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and improper or incorrect procedure or method.

Event description:
Patient reported "deflation", "sags and doesn't look full" and "filled to 460cc". This record is for the left side. Device remains implanted.